Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had vibrate anomaly. The customer¿s blood glucose level was unknown. Customer stated that the cgm just stopped working last there is no readings on the pump just dashes. Customer run self-test on insulin pump to make sure it beeps and vibrated, and it did. Customer reported that alarm should have shown in the history and the pump should have went off to let her know the alert was on the screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump not received in stuck manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected absence of alarm/ audio / vibrate anomaly noted. Unit passed self test. Unit received with cracked retainer, minor scratched display window and scratched case.